Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was hospitalized on (B)(6) 2016 due to a low blood glucose level of 30 mg/dl. He tried to treat his blood glucose level with food but his blood glucose level dropped very quickly and was put in the ambulance. The customer had a glucose paste and gel. The customer experienced a hypoglycemic event and a diabetic insulin reaction. The device was not returned.